Event description:
Additional information received noted that the device was removed. The manufacturer's representative was there and didn't see that it had eroded. The patient had caught the device and it had shifted in the fat tissue. There was no infection in the site. The patient did not get reimplanted.

Manufacturer narrative:
Lead model: 3093-28, lot#: j0546762v, implanted: 2005 (B)(6), explanted: na, extension model: 3095-10, serial#: (B)(4), implanted: 2005 (B)(6), explanted: na, programmer model: 3031a, serial#: (B)(4). (B)(4).

Event description:
It was reported that the patient experienced pain and pocket erosion ("coming out of pocket"). An explant surgery was scheduled. Additional information was requested, but was not available at the time of this report.